Event description:
It was reported to ge that the monitor fell off the support tray and hit the floor. Apparently, the mounting screws backed out allowing the monitor to slide off the tray. No injuries were reported and the monitor is being replaced.